Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) had connection issues. The following information was provided by the initial reporter: this week we received a complaint from a customer of us who uses the article mz9279 in combination with the pca00001. Lot: 25029193. Still have 5 boxes of this lot number, but now they have problems with the connection of the max zero. Where there is a defect. Additional information received from the customer: please confirm the number of products affected (displayed the defect)? A hole box unused and 7 boxes of the same lot. Please confirm how the fault was identified? A nurse wanted to start a sedation / this a few times. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Start infusion. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Used with the set pca 00001 operation set up. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damage. Please confirm what substance was being infused during the time of the event? Morfine and nacl 0.9%.

Manufacturer narrative:
Investigation results: a review of the production records for lot 25029193 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.